Event description:
It was reported that during a laparoscopic chole procedure, while firing on tissue, a piece of the jaws broke off and fell into the patient. The piece was retrieved from the patient. A cholangiogram was performed. Case completed with a new device or same product code.